Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high within range system impedance measurements. Technical services (ts) was consulted and discussed troubleshooting options, with further in clinic examination recommended. At a later date, a defibrillation threshold (dft) test was performed and it was unsuccessful. There are plans to implant a transvenous implantable cardioverter defibrillator (ICD) at some point in the future but no date has been scheduled. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high within range system impedance measurements. Technical services (ts) was consulted and discussed troubleshooting options, with further in clinic examination recommended. At a later date, a defibrillation threshold (dft) test was performed and it was unsuccessful. There are plans to implant a transvenous implantable cardioverter defibrillator (ICD) at some point in the future but no date has been scheduled. This device remains in service. No adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.